Event description:
It was reported that approximately 30 months post-implant of a bifurcated device, infrarenal aortic extension, and a limb extension, a distal type I endoleak of the right common iliac artery was identified. Reportedly, the patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, operative notes from the index procedure, secondary procedure and CT report were reviewed by a clinical representative. Based on review of the medical records it indicates that there was poor apposition to the vessel wall of the right common iliac artery and that likely caused the distal type 1 endoleak. There is no indication that the device may have caused or contributed to the event. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.